Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "free silicone in area of breast and axilla region", "silicone-impregnated lymph nodes", "cysts" not related to device, " liquid, minimal collection" and "calcifications."

Event description:
Healthcare professional reported right side "free silicone in area of breast and axilla region", "silicone-impregnated lymph nodes", "cysts", " liquid, minimal collection" and "calcifications". The device remains implanted.